Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and during the operation, the device (including port, luer hub) was not irrigating. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the tip and shaft were bent. An irrigation test was performed, and the device was flushing correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the bent shaft and tip could be related to the handling/shipping of the device after the procedure; however, this could not be conclusively determined. The tip and shaft bent condition is unrelated to the reported event. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code c19 is for no issue found related to the reported irrigation issue. H6. Investigation conclusions d14 is for no issue found related to the reported irrigation issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. A video was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the video provided by the customer, a syringe was observed connected to the luer hub, an attempt to flush the catheter was performed; however, it was not possible, no liquid came out of the irrigation tube. A manufacturing record evaluation was performed for the finished device on lot number 31653987l, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and the root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and during the operation, the device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on the patient. Additional information was received which indicated that no pump was used. Instead, a saltwater pressurized bag was used. No water was seen going through the catheter tip. They used a syringe to try and flush the water. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation.